Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using unspecified bd pen needle insulin was difficult to inject. The following information was provided by the initial reporter, translated from (B)(6) to english: on the morning of (B)(6) 2020, customer went to buy disposable injection with a needle, insulin was injected at home at noon, not normal out of liquid, and more laborious, into the shop to ask in the afternoon, the assistant after insulin understanding customers have 5 years, were made on the same location, long-term insulin lead to subcutaneous tissue thickening, suggest the customer change a place to play, because the customer has some fat suggest customers to use long point of a needle, customers play insulin in the home position can normal to play.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported while using unspecified bd pen needle insulin was difficult to inject. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6) 2020, customer went to buy disposable injection with a needle, insulin was injected at home at noon, not normal out of liquid, and more laborious, into the shop to ask in the afternoon, the assistant after insulin understanding customers have 5 years, were made on the same location, long-term insulin lead to subcutaneous tissue thickening, suggest the customer change a place to play, because the customer has some fat suggest customers to use long point of a needle, customers play insulin in the home position can normal to play.